Event description:
The service and repair department documented that the nut in the synframe half ring that is used to connect the second ring will not thread. The service and repair department documented that the bolt connecting the synframe ring would not unthread/back out to connect the rings. The event happened on the back table outside the operating room. The issue was discovered before the patient was in the room. The case was delayed by 15-20 minutes because of that. This is not for a warranty replacement only. This event did not contribute to a death or injury, whether the device was misused or not. The device did malfunction during surgery while being used on patient. The reported instance was not an anticipated service or warranty replacement issue. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Lot number reported as: 1867247. The lot number cannot be traced. The manufacture date is unknown. The service history evaluation can not be performed. Device is an instrument and is not implanted/explanted. Additional evaluation was performed. The report indicates that the nut in the ring would not thread. The repair technician reported the hex and threads on the hex screw were stripped. Threads stripped is the reason for repair. The cause of the issue is unknown. The following parts were replaced: hex screw m7 x 0.75, stop screw. This item was repaired, passed final inspection and returned to the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.